Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from 09/13/2013 to 09/16/2013. Evaluation summary: the device was returned for evaluation. Visual inspection identified fluid inside of the housing and outside of the bladder. A functional leak test was then performed by filling the device with colored water and observing for leakage. This test identified leakage from the welded area of the volume indicator port located inside the housing. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that liquid was observed between the bladder and housing of a seven day infusor. The amount of liquid was found to have increased to a height of one centimeter throughout the duration of the infusion. This occurred during a patient infusion of fluorouracil. The reporter stated that they felt the liquid in the housing could have come from an outside source, such as water from a shower. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the leak was determined to be an inadequate ultrasonic weld of the volume indicator to the port during the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.